Event description:
In the car, immediately following a pump refill, the patient became drowsy and lethargic and knew something wasn't quite right. By the time the patient got home, the patient had an altered mental status and was not responsive/passed out; they called an ambulance. The patient was hospitalized and administered multiple doses of narcan. The drug in the pump was aspirated and the pump was filled with saline. The patient was placed on an oral medication. The patient then experienced withdrawal. The patient was doing better after several days of sleep. The patient reported that there were "a lot of bubbles in her line" and a pump replacement was planned due to the bubbles. No device troubleshooting had been done. It was unknown if a procedural issue had caused the overdose event. The patient was reported to be at home and her status was "good". The patient planned to follow-up with her physician to look at short and long term options. Additional information has been requested. A follow-ip report will be sent if additional information becomes available.